Event description:
Customer reportedly inspected difficulty in pt exhalation. There was no reported pt injury. Customer reportedly inspected machine and noted that there was no breathing circuit connection on the exhalation limb. According to the customer, the breathing circuit was inadevertently connected to the inspiratory port and the acgo by the anesthesia tech. Once the breathing circuit was properly connected, the unit functioned as designed.